Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected gas delivery engine (gde) for investigation. An investigation was performed and identified the root cause of the reported issue was due to defective oxygen blender, flag being stuck and loose. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. Carefusion field service representative (fsr) has confirmed the reported issue, stating "tested system and found fio2 is accurate up to approx. 64%. Above 64% unit fio2 output drops to 25% and locks there. It can't be adjusted. Low fio2 alarm sounds. Adjusting fio2 between 21 and 100% has no affect. Rebooting system causes the system to reset and once again system is accurate below approx. 64%. Once you go above 64% unit again locks output at 25% and no adjustments work." The fsr has reported that he replaced the gas delivery engine, tested for proper operation, and the unit now meets company specifications. (B)(4).

Event description:
The customer reported o2 failure on the avea ventilator. The customer stated the unit was on a patient during use; the ventilator was removed from the patient and the patient was placed on another ventilator with no patient harm associated with this event.